Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02480. Related manufacturer reference number: 3006705815-2019-02481.

Manufacturer narrative:
Event date is an estimation. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02480, related manufacturer reference number: 3006705815-2019-02481. It was reported that the patient's leads had migrated. X-rays confirmed the issue. As a result, the patient's scs system was explanted and replaced, which resolved the issue.